Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using manual arterial compression and a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event reportedly occurred within the last week, approximately (B)(6) 2013. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. However, key components were not returned, and the reported event could not be confirmed. Analysis of the returned device revealed no abnormal observations that would contribute to the reported needle to cuff miss. Both end of the foot were examined and there were no evidence of needle strike marks detected. Based on visual and functional analysis of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.